Manufacturer narrative:
(B)(4). X-rays of the internal and external portions of the patient¿s driveline were submitted for review. The x-rays appeared unremarkable and did not show any areas of potential breakdown of the braided shield. A review of the submitted system controller log file confirmed the reported pump stoppages as well as driveline disconnect, low speed, and low flow alarms which appeared to occur while the patient was operating on the power module and appeared consistent with a potential driveline wire compromise; however, driveline wire damage could not be confirmed because the pump remains in use supporting the patient and was not available for evaluation. The patient was provided with an ungrounded power module patient cable.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that the patient experienced pump stoppage events with associated low speed, low flow and driveline disconnect alarms while connected to the power module. The patient was reportedly asymptomatic during the events. A complete driveline investigation was performed by the manufacturer's technical services representatives and no external damage was noted. The pump stoppage events could not be recreated during the evaluation. The patient was provided an ungrounded power module patient cable and was discharged home. No additional information was provided.